Event description:
It was reported that patient experienced burning sensation at the ipg site. Patient also experienced pain at the rib site due to the location of the ipg. As a result, surgical intervention was undertaken on (B)(6) 2019 during which the ipg was replaced and relocated.